Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event.

Event description:
It was reported that while putting in the set screw at l4-l5 the metal shavings came off. It is believed that the set screw cross threaded. The shavings were removed from the pt and the set screw was replaced with a new one. No pt complications were reported.